Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings:during investigation, the keypad was found to be cut and torn on the up arrow button. The up arrow button was found to be unresponsive. All of the other keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all the button contacts. The up button contact was found to be inverted. Unrelated to the complaint, investigation revealed that the battery caps threads were stripped and display was dim and discolored. A test battery cap was able to tighten fully to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. In addition, the reporter indicated that the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.